Event description:
Our customer has reported us via sales rep. That during the surgery ((B)(6) 2012), the ref. (B)(4) did not fit, the head was thin, flat. The surgery was finished with another item available (same ref.).

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.